Event description:
Reporter indicated a vns patient underwent generator replacement surgery due to normal end of service. Pre-operative x-rays noted the leads were not attached to the nerve. Diagnostic testing was within normal limits. During surgery, the surgeon noted the negative lead and anchor tether were attached to the nerve but the positive electrode was not. The surgeon cleaned up some scar tissue and then re-attached the negative electrode to the vagus nerve. The generator was replaced as scheduled, and diagnostics confirmed proper device function. Good faith attempts to obtain additional information have been successful to date.